Event description:
Additional information received reported that implantable neurostimulator (ins) was not recharging. A replacement recharger was sent to the patient. It was reported that the patient 'spent 43 days in (B)(6) getting it put into his back.' It was stated that 'it does not really work' and that 'it just tears apart and isn't made solidly (outside).' It wasn't clear if the reporter meant the ins wasn't made solidly or the re-charger wasn't made solidly. It was stated that the patient was told that the battery charge would last 30 days. It was also reported that 'one thing after another has gone wrong,' but details were not provided. The patient amplitude is 5-6v and he has to charge every other day. The patient started out charging every 3 weeks, then 2 weeks, then once a week, and now the patient has to charge every other day. It was stated that it would 'only work for two days and then the battery would burn out.' No further information about the event was reported.

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The device had not worked for two years and would not hold a charge. The patient also stated that he went on a cruise about a month ago and now stimulation wasn't working. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient had experienced many issues with his implant and was on medication now because his implant wasn't working. It was reported that the patient wanted to go to (B)(6) to have it taken out.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the patient was re-educated on how to turn their implantable neurostimulator on. No other issues or problems were reported. If additional information is received, a follow up report will be sent.